Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields include d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a green image was observed, and foreign material was identified in the laser light cable (llk) plug of the video cable section. Based on the results of the investigation, a definitive root cause of the reported issue could not be identified. However, the most probable cause of the green image observed during device evaluation was traced to broken charge-coupled device(r-unit). The most likely cause of the foreign material identified in the laser light cable (llk) plug of the video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported various multiple errors displayed involving an olympus gynecologic laparoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.